Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the lag screw driver retaining rod confirms a piece of the threaded tip is broken off causing the stated failure. The broken piece was not returned. The device exhibits signs of significant use and wear. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported during a im nail procedure, that the tip of the lag screw driver sheared off. The broken piece was able to be retrieved. Procedure was completed with a smith and nephew backup device, a delay of 30 or less minutes was reported. No patient harm reported.